Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited excessive battery discharge. Battery impedance went from 3.4 kohms to 9.5 kohms to 19.6 kohms. The device was explanted and replaced.